Manufacturer narrative:
.

Event description:
The hcp reported that the pt's catheter tore. The pt's catheter was replaced. The distal portion remained implanted after the catheter was replaced. No pt symptoms were reported. The pt recovered without sequela. The pt's pump contained baclofen. Reference MFR report # 6000030200800632, 6000030200800634.